Event description:
Caller reported that the cartridge was damaged on multiple occasions. There was no adverse impact to the customer's blood glucose level. Caller managed to change the cartridge and successfully resumed insulin therapy.